Event description:
Customer reported via phone call that the insulin pump beeps but there is no alarm present. Customer's blood glucose was 142mg/dl at the time of the incident. Customer performed the self test and passed. Troubleshooting assisted customer with resetting the insulin pump. The customer called back to report the same issue on the device. Customer was advised to leave the battery out for several hours to totally drain the internal battery. The customer will not return the product for analysis.  No further details given.